Manufacturer narrative:
D9 - date returned to mfg: 8/1/2025 received two (2) used 011-h3372 smallbore quadfuse ext sets connected. The microclave with no check valve on one (1) of the sets had the seal protruding. The set was leak tested per product specifications. There was leakage from the protruding seal. There was no other leakage. The reported complaint of leakage can be confirmed. The probable cause is due to overpressurization. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint

Event description:
The event involved a 10 cm (4") smallbore quadfuse ext set w/4 microclave® clear (red, yellow, glow rings), 3 check valves, 4 clamps, rotating luer where it was reported the device leaked during skin-to-skin contact, no infusion connected to this line. The tip came out of the device. The device leaking was noticed by the father of the patient in the (B)(6) department. The medicine that was administered was caffeine and antibiotics. There were no visible signs of malfunction before the incident and the product was stored in médimath in the infusion room drawer. The patient was connected to the device at the time of the event. There was no patient harm. The device was replaced with another one.

Manufacturer narrative:
The device has not been returned for evaluation, however, it is reported to be available.